Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown baxter intravenous (IV) infusion set had holes and ¿leaked directly on the patient¿. This issue was identified during a patient infusion with a chemotherapy medication. There was no patient injury or medical intervention associated with this event. No additional information is available.